Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a normal device change out. The patient was asymptomatic. The lead was capped and replaced.